Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received alleging that when removing the device for use, a portion of the cannula broke off and remained under the user's skin. The report states that the site became inflamed and the patient was brought to the ER on (B)(6) 2014. While at the ER, patient was prescribed a course of antibiotics and instructed to return the following day, (B)(6) 2014, for x-ray and ultrasound. After surgeon reviewed the x-ray and ultrasound, no further action was recommended to remove the cannula. No permanent adverse effects to patient reported.